Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient underwent an explant procedure due to an unknown reason. No further information could be obtained despite good faith efforts.